Event description:
On (B)(6) 2010 - plastic tubing cracked and disconnected from cap that was attached to patient. On (B)(6) 2010 - y-connector breaking off at hub. On (B)(6) 2010 - double y-connector coming apart while on.